Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not cleaning the pump pneumatic tap, not using room temperature insulin, and was not performing the air removal step properly. Tandem clinical support educated the customer on cleaning the pump pneumatic tap and how to perform the air removal step when filling the cartridge and informed customer that insulin should be at room temperature before filling a cartridge per user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.